Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports that the use of the scd comfort sleeve caused peroneal nerve palsy. On tuesday, (B)(6), she underwent spine surgery at the orthopedic department and returned to the ward. Decreased manual muscle strength measurement (mmt) and hypoesthesia upon returning to the room. Perhaps because the wound is painful, painkillers are used in the operating room. After 3 hours, strong complaints of hypesthesia. The doctor's report was that the patient was diagnosed with peroneal nerve palsy. A plantar sleeve is used during surgery, and a sleeve below the knee is used after surgery. The foot pump was turned on and started after observation of vital signs and the like. At the 3 hour time of observation, there was mmt, sensory confirmation, and pain, and since block injections were not given, pain relief was performed. Four hours later, it was reported to the doctor, and during the examination, he pointed out that the lower limb sleeve was compressing the fibula head and he noticed that compression it was from the lower limb sleeve of the foot pump. The cause was determined to be "inappropriate use of a foot pump to prevent venous embolism". As a countermeasure, the public was informed about the size of the lower limb sleeve. Size checking in the operating room is routinely carried out, but after returning to the ward, the size selection was added again. The patient was 85 years old (female), height 147.0 cm, weight 47.5 kg, lower limb sleeve was compressing the fibula head, so it was used in a smaller size. The length of the m/l is the same, so it was changed it to a size s. The period of use of the medical device was 4 hours from the start of the foot pump.

Manufacturer narrative:
Based on information reviewed, it has been determined that no manufacturing related issue was found. The manufacturing facility has controls in place for the scd sleeves, and the instructions for use (IFU) contains precaution instructions which states that the sleeve must be properly placed to avoid potential pressure points and for proper application, two fingers should be able to fit between the sleeve and the leg. The correct fit should be routinely assessed." In addition, although a sample nor lot number was provided, based on the customer's description ¿during the examination, the doctor pointed out that the lower limb sleeve was compressing the fibula head and he noticed that the compression was from the lower limb sleeve of the foot pump. The cause was determined to be "inappropriate use of a foot pump to prevent venous embolism."